Manufacturer narrative:
Meter and test strips involved in incident were returned and evaluated. Four returned test strips failed blood testing, and all read lower than specification. Complaint was also confirmed with e 13 error messages. Retain test strips passed testing with no failures detected. Action request 203 issued to have meter and test strips further investigated by manufacturer.

Event description:
No physical damage to the meter. No debris around the test strip port. Purchased meter back in august. Received new assure dose solution. Caller is getting e 13. Walked customer through a blood test using the assure dose solution, customer gets e 13 error message while holding strip vertical. Customer not receiving oxygen therapy. Stores in office. Changes lancets sometimes. Washes hands with soap and water. Uses fingertip as a testing site.